Event description:
Litigation alleges that the patient suffered pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness which in turn negatively affects the patient's mobility and quality of life. The patients ability to perform normal physical activities has been consequently limited. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.